Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, crts (B)(6)(con): additional information received and patient stated that she having a lot of problems. Caller said for about 3 months the pt is going to the bathroom 7-10 times a day. Caller said when she increases stimulation the patient feels like he has to go to the bathroom but he isn't able to go and said if she lowers stimulation the patient is going to the bathroom 7-10 times a day. Caller said sometimes the patient isn't able to feel stimulation and sometimes when she increases stimulation it is painful for the patient. Caller said the pt is very depressed because he can't go out. Caller said they went to the dr two weeks ago and they changed the program. It was reviewed with patient on how to use the patient programmer as patient was pushing the stimulation off button when they first communicated with the ins. During call caller was able to increase stim to a comfortable level and stim was on. Caller redirected to follow up w/ hcp for the following reason: to discuss symptoms and when it is appropriate to change programs. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. Patient is unable to urinate, is having trouble urinating. Patient wife tried increasing stimulation on p4 to 8 but that did not resolve and patient wasn't really feeling stimulation. The patient wonders if something is broken on the inside. Patient and wife will call back later this afternoon. Patient has an appointment on monday at 2pm and expects the rep to be there. There were no further complications reported.